Event description:
The customer reported via phone call that she needed assistance with a set change. Customer has been having high blood glucose since (B)(6) 2015. Customer has gone up to 500 mg/dl and treated with the pump and a back-up plan. Customer stated that she is new with the pump and would like to change the set to see if that helps. Customer did not want to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.